Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. No information was provided if the error message was cleared by the user. No known impact or patient consequence was reported.

Manufacturer narrative:
The report of a user advisory (ua) 41 (patient temperature sensor failure) was confirmed through analysis of the archive data retrieved from the autopulse platform (sn (B)(4)); however, was not reproduced during the functional evaluation. The autopulse platform is a reusable device and was manufactured on 31 oct 2013. It is approaching its expected service life of 5 years. The device has not been serviced for preventive maintenance since its date of manufacture. The platform was functionally tested; it powered on and operated as intended without the ua 41 error message or any other faults. There was no device malfunction observed. As a precautionary measure, the temperature sensor was replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. As part of routine service during testing, the platform was examined and found physical damages. The observed physical damages were unrelated to the reported event. After replacement of the damaged components the device was further tested and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).